Event description:
It was reported while in sterile processing at the user facility, the footed attachment was found to be bent at the footplate. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.